Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from the date of manufacture, 25-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue related the product incident (pi) related to the refrigerator. A technical support specialist (tss) confirmed that the issue was present in software version 1.12 and potentially affected later versions; however, the customer was currently running version 1.8.0. Knowledge article, medstation es - transaction not recorded - fridge bin unlocked and timed out at same time, indicated that the issue had already been reported to the development team and was under review for correction in a future release. Guidance was provided that if a hardware failure occurred during a remove transaction, the medication should not be removed even if accessible. The proper workflow was to leave the medication in place, close the affected drawers, recover the failed hardware, and then attempt the medication removal again. Tss confirmed that this issue fix would be released in the upcoming version of es from the development team.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, timeout activity on medical device was not showing nurse accessing a particular medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.